Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was discovered that the right ventricular lead exhibited noise. The right ventricular lead was then reprogrammed. The patient had no complaints and was scheduled for continued routine follow up.